Manufacturer narrative:
The device history record was reviewed, and there were no manufacturing issues during assembly/testing. The complaint history was reviewed and there were no other complaints reported for this system. No samples were returned for evaluation. The association between the event and the device is unknown. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Root cause: the root cause of the reported issue is unknown and cannot be determined because no samples were returned for root cause analysis and no further information was provided to replicate the event.

Event description:
The surgeon reported a posterior capsule tear at the end of a procedure. The physician commented that the event was minor in nature. Additional information was requested, however, no further event details were made available. The association between the device and the event is unknown.